Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer reporting that the blower on a v60 device was not operational. The unit was not in clinical use when the reported issue was identified. There was no report of patient or user harm. A philips remote service engineer (rse) reported when checking in service mode, the customer adjusted the pressure and the rpm for the blower stays at 3000 rpm. The rse advised the customer to replace the blower motor and if issue persisted, to replace the mc board. The customer biotech confirmed the required part has not been ordered and the device was removed from service. The customer has declined repair at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer reporting that the blower on a v60 device was not operational. The unit was not in clinical use when the reported issue was identified. There was no report of patient or user harm. Investigation is ongoing.